Manufacturer narrative:
The product was not returned. A photo was provided that shows what appears toe be a scrape mark near the outer edge of the optic. Product history records were reviewed and documentation indicated the product met release criteria. The indicated company cartridge are qualified. A qualified viscoelastic and handpiece were indicated. The lens remains implanted. Based on review of the provided photo, the lens appeared to have a scrape mark near the edge. The root cause for the damage could not be determined from the photo. This type of damage may occur if inadequate viscoelastic was placed in the cartridge and/or if the lens was advanced too rapidly. The instruction for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. An attached photo shows what appears to be the lens inside an eye with what appears to be a deep scrape mark near the optic edge. We can not confirm the damage without a physical sample evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens iol implant procedure, lens mark was noticed on implantation. Additional information was requested, but further no information was available.